Manufacturer narrative:
The replaced external portion of the percutaneous lead (driveline) and the explanted pump were returned for evaluation. Evaluation of photos taken during the driveline repair confirmed a breach in the insulation of the brown wire, exposing the inner conductors. A cause for the damage could not be conclusively determined through this evaluation. If this breach was present during support, and the exposed inner conductors of the brown wire made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stoppage or low speed advisory/hazard events captured in the submitted log file. Approximately 15.5 inches of the distal end of the driveline was returned for evaluation. Visual inspection of the underlying wires did not reveal any evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to an electrical short. The wire insulation damage depicted in the submitted photo was not observed on the returned segment of the driveline. The pump was returned assembled with the driveline severed approximately 8.5 inches from the nipple of the pump housing; the remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire approximately 7 inches from the metal connector, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow wire made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the pump stoppage or low speed advisory/hazard events captured in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6)2016 as scheduled.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with the device. A pump exchange is scheduled for (B)(6) 2016. A portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced low speed advisory and red heart alarms. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages and speed decelerations. X-ray revealed a kink in the driveline that appeared to be at the driveline exit site. On (B)(6) 2016, the manufacturer¿s technical service representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a grounded power module patient cable; however, additional alarms were reported on the following day. An ungrounded patient cable was provided to the patient. On (B)(6) 2016, it was reported that a pump exchange was scheduled for (B)(6) 2016.